Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-trilogy unknown-unk, lot # unk, item # unk, hip-unknown-cups-unk, lot # unk, item # unk, hip-unknown-stems-unk, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00479, 0002648920-2018-00480.

Event description:
It was reported that the patient underwent a revision surgery approximately 11 years post implantation due to pain, liner wear, and elevated metal ion levels. Femoral head and acetabular liner were revised. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. As returned, the taper exhibits dark debris and a thread like pattern. Product identifiers are conforming to print specifications. Sem examination revealed deposits on the chamfer and the taper surface. Circumferential grooves were visible on the majority of the taper surface, likely from imprinting of the surface texture of the 12/14 stem taper. Circumferential bands of deposits were observed possibly due to collection of lower atomic number material in the imprinted grooves. Light axial wear or corrosion marks were visible on the taper surface. Quantitative eds identified combinations of biological material, elevated levels of cr, mo, and o, possible evidence of corrosion products, as well as titanium, possibly transfer from the stem taper. No further evaluation was possible. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The event was confirmed using pictures of the explanted device and radiographs. Visual examination determined that there was corrosion on the inner spherical surface of the head and on the trunnion. No further analysis could be performed with the images provided. Device history record (DHR) was reviewed and no discrepancies were found. X-ray image was provided and the review stated that the femoral head was symmetrically positioned within the acetabular cup with no evidence for liner wear. Tiny hyper dense foci within superior aspect of the joint, possibly relating to calcified loose bodies and debris was noted. Minimal radiolucency surrounding the acetabular cup was observed. No evidence for subsidence, poly wear debris, disassociation, corrosion, osteolysis was noted. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. An additional report was submitted for this event. Please see report: 0001822565-2018-06038.

Event description:
No further event information available at the time of this report.